Event description:
It was reported that shortly after implant, the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was r eprogrammed, and the stimulation resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead - (B)(6) 2012; 6944 implantable tachy lead - (B)(6) 2012. (B)(4).